Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the defibrillation energy was 177.5j for a shock with a defibrillation energy of 200j. There was reportedly no patient involvement. The bench repair technician (brt) evaluated the device and it was determined that this was a malfunction of the defibrillator capacitor assembly which was replaced, and the device was returned to full functionality. The device was returned to the customer site and no further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was an issue with the therapy capacitor. There was no patient involvement.